Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On ni/ni/ni - the patient had unspecified injuries, "including consultations with her medical providers." As alleged, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 year 5 months post implant of bard flat mesh, patient was diagnosed with bowel obstruction, adhesions, fibrosis, granuloma and pain. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2008) is considered to be a best estimate. Update fields: a2, a4, b3, b4, b5, b6, b7, d.4 (product catalog no., corporate lot no., UDI no., expiry date), e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. Ni/ni/ni - the patient had unspecified injuries, "including consultations with her medical providers." As alleged, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, "the largest hernia sac in the epigastrium was entered. Three separate defects were created into one defect and a bard flat mesh was placed below fascia and sutured." On (B)(6) 2012 - patient was diagnosed with small bowel obstruction from adhesions thereby underwent open repair with small bowel resection and lysis of adhesions. Per operative notes, "adhesions between abdominal and liver was taken down. The upper edge of the mesh was encountered and the omentum was adhered to the mesh. A knuckle of small bowel was attached to the mesh, this was taken down. The mesh was incorporated into the wall of the small bowel. This portion of small bowel was resected." Attorney alleges that the patient had bowel obstruction, bowel removal, pain, hernia recurrence, mesh excision, mesh incorporated into the wall of the small bowel and emotional injuries.